Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure ((B)(4)) inserted for female sterilisation. On (B)(6) 2005, the patient had essure ((B)(4)) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure ((B)(4)) was removed on (B)(6) 2008. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure ((B)(4)). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('puncturing the uterus') and fallopian tube perforation ('puncturing left fallopian tube') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included ovarian cyst and endometriosis. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic vaginal hysterectomy, left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation and fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation and uterine perforation to be related to essure (ess205). The reporter commented: in current follow up as per mr, laparoscopy, lysis of adhesions, and right salpingooophorectomy was mentioned in removal details but reason for procedure was mentioned as right adnexal complex mass, pelvic pain. Also in same document in mr notes dated: 21jun2012, it was mentioned that patient does have a history of an essure procedure in 2010 with complications resulting in laparoscopic vaginal hysterectomy, left salpingo-oophorectomy secondary to coils puncturing the uterus and/ or left fallopian tube. Just 10 days prior patient underwent a right salpingooophorectomy secondary to chronic pelvic pain. Hence laparoscopic vaginal hysterectomy, left salpingo-oophorectomy captured as a surgery for events: uterine perforation and fallopian tube perforation. Discrepancy noted in essure insertion date. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records:fallopian tube perforation and uterine perforation quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-aug-2021: medical record received. Event medical device removal was updated with fallopian tube perforation & uterine perforation. Reporters were added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.